Manufacturer narrative:
A partial lead was returned for analysis in 7.6/ 25.0 cm and 43.1/ 48.0 cm segments. Final analysis found that the insulation was abraded at 7.4 cm to 7.7 cm from the (connector pin/distal tip). A fracture of the conductor was noted at 41.0 cm from the distal tip. This fracture is consistent with the observation from the field of loss of capture and pacing impedance.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-14344. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular - rv lead exhibited loss of capture and high pacing impedance and the left ventricular - lv lead exhibited high capture threshold. It was found that the rv lead was fractured and the lv lead was dislodged. It is unknown if diagnostic imaging was performed. During the procedure, the physician attempted to reposition the lv lead and was unable to. The rv and lv leads were explanted and replaced. The patient was in stable condition throughout the procedure.